Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One winding forme with a needle and one dispensed suture outside the foil packet were returned for analysis. Product code j433h. During the visual inspection of the detached needle, the swage and attachment area were noted with excessive pressure. The barrel hole was examined under magnification and remnant suture was noted. The suture end was observed to be severely cut therefore this resulted in a clip off defect. Based on the information currently available, clip off was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: how long was the delay? Please specify in minutes. - was there any change in the patient¿s post-operative care due to the prolonged procedure? - were there patient consequences? If yes, please explain. Please refer to the event description, other information requested is unknown. It was reported that the event date is july 19, 2025, and the alert date is (B)(6) 2025. Could you please provide a justification for this variance in the timing of the report related to this file? Loc just received the complaint from hospital in (B)(6) 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a debridement and suturing surgery on (B)(6) 2025 and suture was used. At 18:54, the patient came to the hospital for treatment due to maxillofacial trauma. At 19:00, the doctor performed debridement and suturing surgery on the patient using suture. After the first stitch was sutured, at 19:02, the problem of pulling off suture needle happened and could not be sutured again. The doctor immediately replaced the same type of suture for suturing, which prolonged the patient's treatment time. No further information was provided.